Event description:
This is report 1 of 2 for the same event. It was reported that during a lumbar discectomy surgical procedure, it was observed that the motor device was overheating when in use with an attachment device. The reporter indicated that the attachment device was also hot due to the motor device. According to the report, the devices got so hot that they burned the surgeon¿s finger. The surgeon was wearing two gloves at the time of the event and had to quickly remove the gloves. The reporter stated that there was no serious injury to the surgeon. The surgeon was reported to be ¿doing fine¿. There were no delays to the planned surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor was loose due to worn out seals and would not lock mra cutter due to worn out pawls. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.